Manufacturer narrative:
Lenstec is awaiting additional information about details of the event from the facility. Once the evaluation is complete on the lens, a supplemental report will be issued. Lenstec is unable to corroborate the claim at this time.

Event description:
An email was received stating "haze on the iol".

Manufacturer narrative:
Lenstec received the device and the results of the evaluation are provided. The lens arrived in three pieces and when put together form a complete lens. Based on the assessment of our batch documentation and the results of the testing conducting, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Lenstec also confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Furthermore, lenstec confirms that there have never been any confirmed lens-related cases of clouding, discolouration or opacification for our hema lenses.

Event description:
An email was received stating "haze on the iol".